Event description:
My wife inadvertently mistook clear care eye solution for saline solution and used it to lubricate her contact lens before putting it in her eye. She experienced immediate, excruciating pain in her eye when she put the contact lens in, and it has continued for 24 hours. From what I have read on the internet this is a common mistake. Although there is a warning on the bottle, it is difficult to read (especially before contact lenses are put in) and the bottle is so similar to other saline solution products. The bottle should be designed so that it only dispenses into the special lens holder with the platinum neutralizer. Medication administered to or used by the pt: no. Outcome: visit to clinic/doctor. Where did the error occur: pt's home. Pt counseling provided: unk. Pt's age: adult (18-64 years). Error resulted in treatment or intervention; temporary pt harm. (B)(6).